Event description:
Caller reported a malfunction on the pump, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if the malfunction reoccurs and acknowledged the guidance. Additionally, the customer, who is out of warranty, expressed interest in renewing the process, leading technical support to initiate steps for the renewal process.